Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that when moving the tip, it loses the image and the image goes out during an unspecified procedure involving an olympus colonovideoscope. There was no patient injury reported.